Event description:
It was reported to philips that the heartstart xl defibrillator showed ECG fault error codes 90009 and 200004. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed ECG fault error codes 90009 and 200004. There was no reported patient involvement.